Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: battery compartment is cracked below the bumper grip. Battery cap was not returned; test cap used to complete testing. Unrelated to the cracked compartment, the black box indicates a time and date reset in within 1hr 42mins of powering off the pump ((B)(6) 2014-> 15:51¿ 17:33). Pump was exercised for 24hrs to ensure the internal battery was fully charged. After 24hrs the battery was removed for 6hrs. The bench testing confirmed when the battery was reinserted after 6hrs without power the time and date reset to 12:00 am 1/1/2007. Removal of the pump cover and a visible inspection confirmed the internal battery was leaking.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on (B)(4) 2014.